Manufacturer narrative:
Hologic technical support (ts) reviewed logs and did not find any instrument issues; the wl in question was clean with expected kinetics. Hologic product applications specialist (pas) reviewed logs and found no reagent preparation issues, concluding there was likely sample mishandling. Ts relayed this information to customer and advised to review their workflow. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (eua(B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, (B)(4), using assay lot 289870 on panther instrument sn (B)(4) which had three low positive samples that they were questioning. After two samples from vaccinated patients tested positive, customer questioned any low positive samples' validity and sent logs for review. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.